Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device is not being returned, it was discarded by the customer; therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. The batch review l502003 showed that the (B)(4) devices were conformed to in process and finished goods specifications when released to stock on july 25th 2017. Expiration date: june 30th 2020 (according to retained labels). No nc was opened. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. At this point in time, no corrective action is required, and no further action is warranted. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The batch review l502003 showed that the (B)(4) devices were conformed to in process and finished goods specifications when released to stock on july 25th 2017. Expiration date: june 30th 2020 (according to retained labels). No nc was opened. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: mitek synthes rep. (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. UDI# (B)(4).

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure their truespan peek 0 degree would not deploy the first implant. When using their truespan peek 12 degree, trying to fire the second implant, the surgeon forced the trigger causing the handle break and would not release the second implant. The sales rep stated no debris in the patient. The surgeon removed the first implant without any issue and went to use a second truespan peek 12 degree, the second implant would not deploy on the device. The sales rep stated that the surgeon did not force the trigger on the second 12 degree device. The surgeon removed the first implant without any issue. The procedure was completed with another 12 degree device. Also, during the same case their arthro pusher/cutter would not cut properly. The sales rep stated that the device is dull. They were able to use the device throughout the case. There was a surgical delay of four minutes and the sales rep stated that there was damaged to the meniscus from removing two implants. The sales rep could not provide a lot number for the cutter but stated that the device is over a year old and has seen heavy use in the field. The truespans were discarded but the cutter will be returning for evaluation. This report is for one (1) truespan meniscal repair system peek 0 degree. This report is 1 of 3 for (B)(4).